Manufacturer narrative:
The insulin pump was received with a fully frozen display due to a faulty contact pin on the interface board.

Event description:
The customer reported that she had removed the battery from her insulin pump because it was alarming. The customer stated that she replaced the battery in her insulin pump with a new battery and the screen would become almost completely black. The customer then stated that she had received an alarm but that she could not clear it. Nothing further was reported.